Event description:
It was reported that the during a device check, the device was found to be at elective replacement indicator (eri) and the patient was scheduled for a device replacement. On the day of replacement, the battery voltage was no longer at eri and the device was able to be reprogrammed. A measurement lock up eri was thought to have occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.